Event description:
It was reported that cartridge alarm occurred during cartridge loading, and caller stated that consecutive cartridges triggered alarms even though instructions were followed. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, and pump was confirmed for replacement by technical support.